Manufacturer narrative:
The customer returned the suspected contour next link meter, contour next test strips and contour next control solution from lot # 8bv1a17 for evaluation. An in-house testing was performed using the returned meter with returned test strips and control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control in meter's memory.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next link meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 8bv1a17, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control in meter's memory. Additionally, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2019-00571.

Event description:
The customer reported that she performed control tests using the contour next link meter and obtained readings of 134 mg/dl and 88 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.